Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting heartware clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
During a transplant procedure, the patient's batteries were disconnected form the controller without using the alarm adapter. The physician reported a no power alarm for this controller. The event was associated with no reported patient issue or injury.

Manufacturer narrative:
The reported event of a no power audible alarm failure could not be confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller was allowed to run in a 40oc ambient temperature environment for two hours. When both external power sources were disconnected from the controller, the no power audible alarm functioned properly. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.